Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the arm on (B)(6) 2016. Skin reaction was described as red, raised, itchy bumps with dry skin afterwards which is almost like a burn. Reaction was located under the adhesive tape on the arm. On (B)(6) 2016, the patient was taken to the physician to learn about an insulin pump and to inquire about the rash. Physician recommended over-the-counter bio oil and cortisone cream. Affected area was treated with hydrocortisone cream. At the time of contact, the patient was okay. Additional event or patient information was not provided. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.